Event description:
It was reported that customer received a blank screen. Insulin pump would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was programmed and monitored for one day. No blank display or unexpected black screen was noted. All operating currents were within specification and the off no power alarm functioned properly. The insulin pump passed the displacement test and the self test. The insulin pump had minor scratches on the display window, cracked battery tube threads, a scratched reservoir tube window and cracked reservoir tube lip. No damage was noted on the isolation tape.